Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The issue was detected prior to patient involvement.

Event description:
Prior to patient use, unable to establish telemetry prior to implant procedure. The issue was detected prior to patient involvement.